Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent an orif surgery for bilateral femoral shaft fractures. The surgeon inserted the nail using the driving head, but the proximal part of the nail interfered with under the lesser trochanter, and the nail could not be inserted any further. Therefore, the surgeon decided to remove the nail once and ream the medullary cavity again. During nail removal, there was strong resistance, so the surgeon added a guide lot and tried to remove the nail. But the threaded part on the tip of the driving head broke off with the broken part remaining inside the insertion handle. The surgeon took off the insertion handle and removed the nail by an extracting screw. After reaming the medullary cavity to a diameter of 14.5 mm to under the lesser trochanter, the nail was successfully reinserted without interference. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for a radiolucent insertion handle frn. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the insert-handle radioluc fem recon nail. A fragment of the tip of the driving cap was stuck in the insertion hole of the handle, it cannot be retrieved. The assembling issues can be attributed to this condition. A dimensional inspection for the insert-handle radioluc fem recon nail was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the insert-handle radioluc fem recon nail would contribute to the reported event. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes dimensional inspection: n/a device history review: part number: 03.033.001 lot number: 40p7341 manufacturing site: haegendorf release to warehouse date: 18.05.2020 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.